Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient¿s enterra device worked great. Two weeks prior to call, the patient threw up blood and felt nauseous. The patient was vomiting so hard, they had a small tear in their esophagus. The patient was scoped and no tear was seen. Additional information relevant to pe (B)(4) and pe (B)(4) was also reported.